Manufacturer narrative:
Event reported via pending litigation. No physician or medical information provided by the plaintiff at this time. Unable to determine if there was a device malfunction based on information in the lawsuit. The occurrence of this event is included in the adverse event section of the device labeling. The frequency for this event is not greater than usual.

Event description:
Patient was implanted with monarc sling on (B) (6) 2008. She claims she "was made sick, sore, lame and disabled, and caused to and did suffer and sustain injuries to her vaginal area. She has suffered severe and excruciating pain and distressing mental anguish" as result of the monarc implantation.